Event description:
Customer reports that his device produced a result of 196 mg/dl while the doctor's device read 95 mg/dl. The customer reports that the comparison was done within seconds. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.